Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered manual burst pacing to convert the patient's newly diagnosed atrial flutter with a 4:1 conduction rate. Following conversion, the patient's intrinsic rhythm deteriorated to a polymorphic ventricular tachycardia. The device appropriately sensed and treated the ventricular tachycardia with shocking therapy, which successfully converted the patient. Review of the stored electrograms cannot refute the possibility that the device paced into a t-wave, which, in turn, may have caused the rhythm acceleration. No patient symptoms or additional complications were reported.